Event description:
Nine years following intraocular lens (iol) implant surgery, a consumer reported that his visual acuity had gradually decreased through the years. The consumer reported that he is diabetic and a vitrectomy was performed at the time of the iol implant surgery due to diabetic complications. At the request of the consumer, follow up information will be requested from the surgeon in 2009.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, follow up information will be requested from the surgeon in 2009. This report was mailed to FDA on: 04/24/2009.